Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient's mother was unable to locate sensor wire. At the time of the call with dexcom technical support, patient reported no discomfort or medical intervention.